Event description:
The customer reported that the unit failed to power up on ac power.

Manufacturer narrative:
The customer reported that the unit failed to power up on ac power. The unit was evaluated locally by philips, and the reported failure was verified. Replacing the power supply resolved the failure.